Event description:
It was observed that during the device evaluation, the duodenovideoscope forceps elevator does not retract at all. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified it is presumed the like cause of the reported forceps do not retract at all failure is traced to component failure- due to forceps elevator wire breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.